Manufacturer narrative:
H3: product ID 97715 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. H3: product ID 977c165 was returned for product analysis. Analysis found stim lead body conductor was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they have had the implant for a little while now and it has been doing marvelous for them but now all of the sudden it is stopping working. Patient stated when they try to adjust the stimulation up they are getting a message " settings not available cannot provide your desired intensity settings." Patient services (pss) asked for event date and pt stated I don't know and then stated a couple of weeks or maybe longer. Patient called back and repeated previously documented information. Patient mentioned they used it for 2-3 days was working specifically for 2 weeks (agent understood as implant). Patient stated they have 3 disks and 4 rods put in right where the joint is and 4 and 5 still hurts. Patient stated they can't stand too long, can't do nothing and they can't walk when they have stimulation on. Agent reviewed role of rep and redirected patient to their hcp to further address the issue. Additional information was received from the patient. It was reported that the patient reiterated their device hasn't been working. Pt said that they had two reps look at the device months ago and the representatives couldn't figure out the issue. Pt said that they wanted the ins replaced. The devices were returned, but no information included why the device was explanted and returned. Devices not located in registration. Hcp first reported that devices were returned for disposal only. Later, it was reported that the hcp office is not aware of implant removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.